Event description:
Related manufacturer reference numbers: 2017865-2022-09854. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead had exhibited inappropriate automatic mode switch due to noise over-sensing and the implantable cardioverter defibrillator (ICD) had delivered inappropriate shock due to incorrect interpretation of atrial flutter with rapid ventricular rate. The patient stated to have experienced discomfort during the inappropriate shock. During revision procedure, the patient experienced hypotension. The atrial lead and the ICD were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Only the distal portion of the lead was returned for analysis. Electrical testing was normal. Visual analysis found an external insulation abrasion at 20.1cm ¿ 20.4cm from the distal tip consistent with friction to another device or patient anatomy. The cause of the reported event was due to the exposure of the coil in the abrasion zones.